Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio observed that the device booted up and functioned normally in the operating mode. Physio did find that it was not possible to enter the setup mode. Physio then replaced the system pcb/interface pcb flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device initially booted up as though it was trying to access the setup mode; however, when the device user attempted to enter in the passcode using the speed dial, the device was nonresponsive and they could not get beyond the setup mode screen. In this state, defibrillation would not have been possible if it were necessary. The reported issue was observed during testing and there was no patient use associated with the event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device initially booted up as though it was trying to access the setup mode; however, when the device user attempted to enter in the passcode using the speed dial, the device was nonresponsive and they could not get beyond the setup mode screen. In this state, defibrillation would not have been possible if it were necessary. The reported issue was observed during testing and there was no patient use associated with the event.